Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02615 and 3005099803-2009-02617 for the other associated device info. It was reported to boston scientific corp on (B)(6), 2009, that a rf 3000 radiofrequency generator was used during a rfa (radiofrequency ablation) of the liver performed on (B)(6), 2009. On (B)(6), 2009, it was revealed two leveen needle electrodes were used in conjunction with the generator. According to the complainant, during the procedure, roll-off could not be achieved with the first probe. The probe was changed; again no roll-off was achieved. The physician felt that the console was not delivering enough power to burn lesion. The procedure was completed with the same rf 3000 radiofrequency generator. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).